Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. Numbers does not ramp up on its own or scroll bar moving with no input. No alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the buttons were unresponsive. The customer's father also reported that the numbers were ramping up. The customer's blood glucose was 145 mg/dl at the time of incident. The customer's father stated that the insulin pump was exposed to moisture. The customer's father performed self test and the insulin pump passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.